Event description:
Syringe cracked: prior to use, the plastic luer lock connector of this syringe was found cracked, after removal from packaging and inspecting. This product was not clinically used. This complaint is being submitted late due to the oversight.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional info will be submitted within 30 days upon receipt.